Event description:
It is reported that a customer had high blood glucose of 542 mg/dl. The customer was treated with bolus. The customer was helped with trouble shooting and found that there was a leak in the reservoir but nothing else wrong was found with the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.